Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated that the pump was exposed to water, crack near the battery compartment, and a blank display. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, and the customer was instructed that the pump would be replaced. Troubleshooting was performed for the cosmetic damage, blank display, and the serialized device will be replaced. Troubleshooting was partially performed for the fluid in the pump. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Proceeded by using a new battery cap and a new battery. Unit power up properly after battery installation. Unit was downloaded successfully using (thump software). For reference. Proceeded with the following testing to assure proper functionality of the unit. Pump passed sleep current measurement and active current measurement. Unable to complete self test due to unexpected pump error 75. No blank display, low battery alarms or unexpected battery power loss noted during testing. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No abnormal behavior during download history review. However, upon removal of battery and battery installation unexpected pump error 68, 49 and 23 were noted. Proceeded by cutting unit open and performing a visual inspection on electronic assemblies and connectors. Per visual inspection it was determined that the ingress of water corroding electronic assemblies, battery tube, motor, keypad and force sensor flex connector leading to unexpected anomalies during testing. Unit also received with the following cosmetic damages: cracked case (battery tube), cracked case-corner of belt clip rails, label damage (faded), battery tube threads - cracked, cracked case, scratched case and pillowing keypad overlay. In conclusion, customer concern with blank display was not confirmed during testing. Unit powered up properly after battery installation. However, after cutting unit open corroded electronic assembly was noted. Isolate to electronic assembly and motor assembly. In addition, customer concern with crack in pump was confirmed when cracked case (battery tube) and battery tube threads - cracked were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.